Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had all full complement of staples, the jaw of the reload was open, the articulation flag was bent, and there was damage to the distal end of the laminates. It was reported that the device broke, the articulation was insufficient, the reload could not be adjusted to the expected position, the device was difficult to unload, and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Shipping wedge printing ""do not remove until loaded"" do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal resection on a laparoscopic low anterior resection, when the cartridge was attempted to be articulated to the left to resect the rectum, a clicking sound was heard, and it became not to move. When the stapler was removed from the body and the nurse attempted to remove the cartridge, the cartridge was broken and could not be removed. The cartridge was able to be removed from the adapter, but the connection part of the reload remained in the connection part of the adapter. Another device was used to complete the case. There was no patient injury.